Event description:
Medtronic received information that four years and eight months post implant of this transcatheter bioprosthetic valve, the patient developed endocarditis (confirmed through the article to have been streptococcus mitis) and was treated with medication (ceftriaxone antibiotic for 6 weeks) and was ongoing; however, later confirmed resolved based on an article titled bloodstream bacterial infections cases from circ cardiovasc inter. 2013;6:301-310. The article stated that the circumstance of infection may have been related to infection of an oral ulcer. Echocardiogram during the infection noted peak gradient of 9 mm/hg and mean gradient of 5 mm/hg. Additional information was received that almost 6 years post implant the patient was noted with right pulmonary artery stenosis. The patient was treated with a non-surgical invasive procedure resolving the condition.

Manufacturer narrative:
Additional information received that the non-surgical invasive procedure that was performed to resolve the right pulmonary artery stenosis was a distal conduit balloon angioplasty and stent placement.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Device remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The stenosis may be caused by the noted endocarditis but can not be confirmed without the product return. If additional information is received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.